Event description:
Patient procedure was interrupted due to equipment failure. Unable to obtain fluoroscopy images. X-ray system rebooted. Siemens technician and biomed staff on hand but unable to resolve problem. Patient transported to new room to resume procedure. Patient was in no apparent distress. Vital signs stable.